Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in an open bariatric procedure, blue test of methylene was positive. There was also poor staple formation. Intervention was done to suture in the clamp line that extends the surgical time for more than 30 minutes. Hospital stay was extended for 6 days.